Event description:
It was reported that patient underwent total hip replacement in 2008 in which he received a durom cup acetabular component. Post-op, patient experienced pain and is scheduled for revision at about six months later.

Manufacturer narrative:
Information was forwarded from the owner establishment zimmer, inc., which markets the devices in the u.s.